Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery reamer device control unit was not functioning, defective and had an intermittent problem in electronic contol unit during forward & reverse mode selection. It was further determined that the device failed pretest for the following: check the off/fwd/rev and check the triggers and ecu (eiectronic control unit) mode. It was noted in the service order that the device had an issue with reverse and forward function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.